Event description:
It was reported the device had nonfunctioning internal parts. Patient involvement is unknown.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, the top case is a 3500 keypad, but the device is a 4000, a missing plunger head assembly, missing square shaft, and a cracked bottom case. The event history log was unable to retrieve due to blank screen at power up. To conduct functional testing the device was powered up. Upon review, the device powered up with a blank screen as the reprogramming from the base unit to the top unit was incomplete by the customer. To address the issue the software was uploaded from the base unit to the head unit by performing the power point process. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.